Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose of 43 mg/dl without a meal announcement or excessive activity, which was treated with apple juice and a macaron, followed by a rise to hyperglycemia with cgm values reported up to 301 mg/dl while the pump displayed insulin on board of 4.15 units; troubleshooting reviewed cartridge, tubing, and infusion site with no issues reported, and education was provided on treating lows with 10¿15 grams of carbohydrate and allowing the algorithm to correct highs. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included self-treatment of the low without third-party assistance or glucagon and subsequent decline of elevated glucose after time. Investigation included technical support review and user education. Investigation of this case revealed no confirmed device malfunction and appropriate device responsiveness per algorithm behavior. It was concluded that the cause of the hypoglycemia and subsequent hyperglycemia was unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.